Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose went from 500 mg/dl to 225 mg/dl. The customer stated that he woke up this morning with high readings because his quick release was not attached to his body. The customer treated with 6.7 units of bolus. The customer was assisted with his bolus history.